Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Insulation damage was suspected, although it was not confirmed. No intervention has been performed at this time. The patient was ins table condition.